Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 200mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields, however, the customer also reported receiving a motor position encoder error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump turned out to be registered under another customer who was deceased. A research request was sent solutions team. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had motor position encoder error alarm confirmed in history file. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, bleeding lcd glass and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.